Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported left side rupture. Physician confirmed rupture via ultrasound and reported ultrasound showed multiple folds of capsule. The device remains implanted.

Event description:
Patient reported left side rupture. Healthcare professional later reported multiple folds of capsule seen. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.